Event description:
On (B)(6) 2009, the patient was implanted with an scs system. The patient's ipg is at no stimulation/off. The charger will no longer locate the ipg, even though it is fully charged and the antenna has been repositioned and reconnected many times. No swelling is present. X-rays confirmed that the ipg has flipped. The patient will be scheduled for a revision to flip the ipg back and suture it down.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device was not returned so no analysis could be completed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.